Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer does not know their blood glucose at the time. Customer stated that the alarm came up after the battery change. Customer was advised that the pump will need to be replaced. Customer was advised to place the pump in storage mode, remove the battery, and press and hold the back button until the screen turns off. Customer was advised to wait for the internal power to shut down. Customer will wait for pump replacement.